Event description:
It was reported that the fenestrated bipolar forceps instrument does not work. No further information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument does not work was confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. Frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.